Event description:
It was reported that non-sustained ventricular oversensing which lead to inhibition of ventricular pacing was noted on the device. The oversensing signal was appeared to be myopotential. Programming changes were discussed. The patient was not symptomatic and is stable.

Event description:
New information received states that a new occurrences of oversensing due to suspected myopotential oversensing was noted. Previously suggested programming change was not made. There was no consequence to the patient.

Manufacturer narrative:
Manufacturer report 2938836-2017-32293 should not have been reported as a medical device report (MDR) as this product is ous unique and is not distributed in us.

Event description:
New information received states that programming changes were made.